Event description:
The pt reported he experienced a blister on his scs ipg pocket site after charging his scs ipg. The pt has been implanted 3 days prior with the scs ipg and still had surgical staples at the scs ipg pocket site. The pt was advised not to charge his scs ipg until the surgical staples have been removed. The pt also reported that the physician assessed the scs ipg pocket site. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.